Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that patient developed infusion set cannula bending due to insertion into scar tissue in non-compliance with instructions for use on 28-mar-2028, resulting in elevated blood glucose that required insulin administration via pump.